Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent within 3 hours of insertion at abdomen on (B)(6)2024, which resulted in elevated blood glucose (500 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). It was also reported that the patient went to emergency room (ER) on (B)(6)2024 and stayed for four to five hours and received intravenous (IV) saline. The patient also had high ketones which were life-threatening. The infusion set was in use for 3 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.